Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive down arrow buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture found at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 189 mg/dl. Troubleshooting was performed, but the insulin pump will need to be replaced. No further information was provided.